Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and stimulation on a non-targeted area despite reprogramming. The physician believed that the lead was placed too high. The patient underwent an ipg replacement procedure wherein two addition linear leads were implanted and a rechargeable ipg was implanted. The patient was doing well postoperatively and explanted ipg was discarded by the medical facility.